Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 313- over 500 mg/dl). Pump supplies were changed and multiple insulin injections were administered to address bg. Customer alleged pump may not have been delivering insulin properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly; customer acknowledged results. Customer declined further assistance. Customer reverted to using manual injections for insulin therapy and reportedly, discussed elevated bg with their healthcare provider.